Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired and will be removed for service.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was in a locked condition, none of the buttons functioned. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.